Event description:
During a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was 70% stenotic in a non-tortuous posterior descending artery (pda). The physician attempted to direct stent the lesion with a taxus express2 2.5 x 12 mm drug eluting stent. As the physician attempted to inflate the balloon there was no response. Upon removal of the stent delivery system (sds) the physician noticed the shaft fractured. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 2.5 x 12 mm drug eluting stent. Pt status is reported as "satisfactory/good."